Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and an area of missing material was observed on the anterior view measuring approximately 0.1 x 0.1 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old female patient underwent a breast augmentation revision surgery with implantation of a 325cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with capsular contracture of the left breast. As a result, the patient underwent removal and replacement with 325cc mentor smooth round moderate profile saline breast implants on (B)(6) 2022. During the replacement procedure, a pin hole leak on the right breast implant was discovered. There were no procedural delays or other patient outcomes reported due to the leak. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-07090 for the contralateral event.